Manufacturer narrative:
Integra has completed their internal investigation on september 26, 2017. Results: evaluation of returned device; the cause was identified as a loose cable. The lcd display to sbc cable was disconnected form the sbc connector inside the device. DHR review; no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. There is no service history for this complaint as this monitor is to be returned to the service center for the first time. Appendix 4. Complaints history; the review encompassed dates 07-sep-16 to 07-sep -17. A total of 176 complaints were reviewed of which this complaint evaluation is the single occurrence of the complaint cause; loose cable 72600856. Conclusion: the evaluation concluded the cable was not fully assembled to the sbc connector during the assembly process. Therefore, the cable came loose during transportation post manufacture and prior to the customer receiving the monitor.

Manufacturer narrative:
Integra has completed their internal investigation on 03/13/2017 . The investigation included: methods: review of device history records, review of complaints history. . Results: the DHR review was completed for lcx02 monitor serial number (B)(4). Date of manufacture: 2015 ¿jul. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. Service history review: there is no service history for this complaint as this monitor is to be returned to the service center for the first time. Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 and lcx02 monitors combined was calculated as 29,639 usages, using the total quantity of cam02 and lcx02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (79) can therefore be calculated as 0.3% (3 x 10-3) (probable) of procedures. Conclusion; product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.

Event description:
A equipment that was opened for the first time since it arrived, the battery was placed, having made the connection correctly in a conventional plug without any abnormal voltages, proceeded to turn on and the result was the static white screen, and the start alarm, but no error displayed. There was no patient contact.